Event description:
Patient underwent psf t3-l3 on (B)(6) 2024. A broken pedicle screw was discovered at post-op appointment on (B)(6) 2024. The patient is asymptomatic at this point, so no revision surgery has been scheduled. Broken pedicle screw was at bottom level of construct.